Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump alarmed multiple pump error. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarms. Customer was able to rewind the pump. Customer declined troubleshooting for high blood glucose and low blood glucose. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement. No failed battery test alarm or low battery alarms noted during testing. Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. Hardware low level failures error confirmed in the device history due to software error.